Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x40 alarm occurred, indicating the rotational sensor exceeded the maximum open pulse counts. A rotational sensor malfunction was observed in the rotational sensor data where the rotational sensor failed to transition from closed to open. Corrosion was observed on the pcb assembly and evidence of fluid ingress was observed on the commutator cap. During fluid path testing, the fluid had no issues traveling the complete fluid path. Because of the corrosion observed on the pcb assembly, the battery voltages were found to be lower than expected. The source of the corrosion and fluid ingress could not be identified. The observed corrosion can be confirmed as the root cause of the reported hazard alarm event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 17.6 hardware: iphone13.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.